Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows packaging blisters from the top and bottom. The lot# was printed. The expiration date is missing. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed, then the variable data is printed. In this case the missing variable data was not printed and was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9057712 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this would have happened during the multivac packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that 8 needles 23x1 rb experienced no label or missing label information. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 305145 batch no.: 9057712. Syringes missing expiration date and lot numbers missing numbers/hard to read.